Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that the patient had a pre-existing condition that was irritated by the clips on the lifevest. The patient had a skin graft on his chest and the lifevest was causing irritation that led to infection. The patient was prescribed a cream. The outcome of the irritation is not known.